Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device stopped cutting one minute into morcellating the uterus. The doctor removed the uterus vaginally to complete the case. There was no additional dissection and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device had poor blade performance. The doctor removed the uterus vaginally to complete the case. There was no additional dissection and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.